Event description:
The lens stuck in the delivery device during insertion into the patient's eye. Another lens was sued for the procedure.

Manufacturer narrative:
See MDR 1920664-2007-011051 for intralocular lens used with this delivery device.